Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, a new cartridge was loaded to resolve the issue. Additionally, it was reported that a cartridge alarm 1 occurred during basal delivery. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose level was in 104 mg/dl .

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.